Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the device end tip and cover was found burnt. The root cause could not be identified. Based on the results of the investigation, it was possible that the event occurred due to the use of a high-energy instrument without a sufficient distance from the tip. According to the investigation the reported issue is detectable and preventable by handling device in accordance with the following IFU. Gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited burn on the distal end cover. There was no report of patient involvement or user injury associated with this event.